Event description:
It was reported that the right atrial lead exhibited low impedances. The lead was capped and replaced. The medical condition of the patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.